Manufacturer narrative:
This device has been received and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that during post-implant interrogation of this pacemaker the right atrial (ra) lead signal was superimposed on the qrs with loss of capture (loc) at high output. Ra pace impedance measurements greater than 3000 ohms were also observed. X-ray ruled out lead dislodgement as the ra lead remained in its original site of implant. The lead was then measured via pacing system analyzer (psa) and normal function was observed. Suspecting a header issue, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.